Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) pace and sense measurements on this system exhibited jumpy values: technical services inquiry was made. Data was reviewed and recommendations for system troubleshooting were provided for a potential lead impairment anomaly. Field follow-up did not confirm the manufacturer of the rv lead. The available data illustrated unstable impedance since last year and the available episodes were free of noise. To date, no system changes have been reported. This device remains implanted and in service without additional complications reported.